Event description:
It was reported that when (1) device and (1) reload cartridge were used during a gastrectomy procedure, the device locked out. Another device was opened to complete the case with no consequence to the pt.